Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to urethral atrophy. During the procedure the existing device was removed and replaced with a new aus. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.